Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient received manufacturer telephone assistance on (B)(6) 2014. The patient have an appointment with their healthcare provider nurse on (B)(6) 2014 to have stitches out and review the device. The patient will ask questions at that point.

Event description:
It was reported that the patient started trial friday (B)(6) and was having issues to push when it was time to go. Last night it was difficult to push and go and it got worse. The patient turned ens (external neuro stimulator ) off at 1:15am last night. The patient went to emergency room this morning because the patient could not pee and have a catheter on. The hcp (healthcare provider) is 5 hours away from the patient. The patient contacted hcp office. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.